Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected restart. Customer's blood glucose value was 16.1 mmol/l. Customer reports they were unable to clear the alarm. Customer stated that the time advances. Customer's outcome pertaining to the complaint was followed by the frozen display matrix and keypad anomaly matrix. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.

Manufacturer narrative:
Device had intermittent buttons response due to flattened (creased) esc button dome switch. No unlocked j2/lcd keypad connector noted. Device alarmed a21 after battery change and resets time/date to factory default due to c13 voltage leak at interface board.